Event description:
The hcp reported the pt presented for pump refill. The estimated reservoir volume was 2ml and the actual reservoir volume was 20ml. This was the first refill since the pump implant. The pt denied any return of symptoms and stated she had a good pain relief. A dye study was done and showed the catheter was disconnected from the pump. There had been no report of motor stall. See MFR report: 2182207200600277 for MDR on pump.

Manufacturer narrative:
No product was returned for analysis.